Event description:
During cardiopulmonary bypass, the temperature of the water delivered by the device to heat exchanger within the extracorporeal circuit was warmer than expected by the user. There were no adverse consequences to the patient as a result of this event.